Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented to the hospital with back pain and was found to have a proximal type I endoleak. The endoleak was attributed to dilatation of the aortic neck over time. The endoleak was repaired by open surgical repair where a surgical graft was sewn to the aneurx stent graft and connected to the aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Aortic neck dilatation. Conclusion: aortic neck dilatation.